Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, narrow, and heavily calcified lesion in the mid left anterior descending coronary artery. A 3.5x8mm nc trek balloon dilatation catheter (bdc) was intended for pre-dilatation; however, the bdc could not cross even after several attempts due to anatomy. It was noticed that the proximal shaft separated. The bdc was removed and a new nc trek bdc was used successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. No additional information was provided.